Event description:
It was reported that the patient experienced lightheadedness and presented to the hospital. Upon interrogation, the atrial lead exhibited noise; the noise could not be reproduced. Device reprogramming was performed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.